Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: the pump's black box and alarm history showed several consecutive call service 012 alarms. The pump performed the prime steps with no issues. The alleged issue could not be duplicated during the course of investigation.